Event description:
The customer reported that the system displayed an "ipc not connected" error. The field engineer noted that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys but not conclusion can be drawn as repair info is not available.